Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited progressive touchscreen unresponsiveness, allowing only swipe-to-unlock, with visible physical damage described as a nick at the top left and small spider-web cracks; the device was replaced and the user was informed about return logistics. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no need for medical intervention or hospitalization. Investigation included user interview and device history review. Investigation of this case revealed physical damage to the device screen consistent with user-reported cracks and a nonfunctional touch interface. It was concluded that the device malfunction was attributable to physical damage to the touchscreen component, with no patient harm reported.